Manufacturer narrative:
User-initiated log files were not available from this controller. Cloud data was reviewed for the period of 09oct2025-10oct2025. Review of the cloud data showed the four reported uncommanded boluses were delivered. The cloud data showed that for each bolus, sensor values were not loaded into the calculator, blood glucose values were not provided, and carb values were not entered into the bolus calculator. This resulted in a bolus suggestion of 0 u; however, the bolus records in the cloud data indicate that the total bolus volume was user adjusted from 0 u to the final bolus volume delivered for all four boluses. The cloud data contains no further evidence of interaction with the controller in order to program, confirm, and deliver the boluses. Without evidence of interaction with the controller, it could not be conclusively determined if these boluses were programmed by the user prior to delivery. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported uncommanded boluses. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced several uncommanded boluses, which caused their blood glucose level to drop to 40 mg/dl. There was no information given regarding the treatment for hypoglycemia. The device has been replaced.